Manufacturer narrative:
The customer reported that their central nurse's station (cns) was not alarming so they power cycled the unit, and now the device won't stop rebooting. The customer initially rebooted the unit by pressing the power switch, after which the unit began to reboot itself. It is unclear at this point if it is the application that keeps re-launching or if the unit is actually powering off and on. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nurse's station (cns) was not alarming so they power cycled the unit, and now the device won't stop rebooting.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was not alarming, so they power cycled the unit, which caused it to go into a boot loop. The customer initially rebooted the unit by pressing the power switch, after which the unit began to reboot itself. It was unclear whether it was the application that kept re-launching or if the unit was powering off and on. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the root cause could not be determined, as no additional information would be obtained from the customer regarding the resolution. Spontaneous shutdown or spontaneous reboot events are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The customer reported that their central nurse's station (cns) was not alarming so they power cycled the unit, and now the device won't stop rebooting.